Event description:
The lead 511212 is not a medtronic lead, but in unipolar the threshold is high, at least 2.0v at 0.40ms. This lead is in the rv and it is epicardial. Yesterday they changed the polarity to bipolar and were able to get a threshold of 0. 75v. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).